Event description:
It was reported that screws were observed to have loosened from ramus due to patient's anatomical anomaly.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated, and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. During the investigation the product lot number was not identified; therefore, the device history records were not reviewed. Based on the information provided the most likely root cause is patient related. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Two MDR reports filed for this patient (two different screw lengths). MDR 9610905-2021-00099.